Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unable to read. The clinical issue was no new focus. The iol was exchanged in a secondary procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint for the lot. The manufacturer internal reference number is: (B)(4).